Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged on the first post implant day. It was noted that the ra lead exhibited loss of capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.